Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant the right ventricular (rv) lead had pulled back, exhibited undersensing in the form of no sensing of intrinsic activity, movement and dislodgement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.